Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause of this failure. If there is any further relevant info, a supplemental MFR's report will be filed.

Event description:
It was reported to boston scientific corp that a polaris ultra ureteral stent was used in a transurethral ureterolithotripsy (tul) procedure on a pt. According to the complaint, after tul, the polaris ultra ureteral stent was placed in the target lesion. The sensor 0.035 inch guidewire from this kit was placed to the lesion, and the stent was advanced through the lesion along the guidewire. After the stent was placed, the distal tip came off the guidewire and remained in the stent when the physician attempted to remove the wire. The ptfe coating was reported to have unraveled. The wire was repeatedly advanced adn retracted in the lesion during the procedure. Follow up info revealed that the physician plans to remove the stent and the wire at a later date. There are no reported pt consequences and no add'l intervention reported at this time. The pt is reported to be in "good" condition.